Event description:
The advocate stated the customer received a blood glucose reading of "lo" using her contour meter. While troubleshooting, the advocate performed control tests and received a result of 16 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e2, e11, 10 mg/dl high, out of specification and 75 mg/dl low, out of specification. Performance was satisfactory using iqa retention reagent.